Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. There were numerous kinks in the hypotube. The balloon, markerbands, proximal weld and hypotube was microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube with a longitudinal burst in the balloon material. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the procedure, it was noticed that the balloon ruptured before it reached the nominal pressure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the procedure, it was noticed that the balloon ruptured before it reached the nominal pressure. No patient complications were reported.